Manufacturer narrative:
The build lhr for fg 0031-05 1439142 aee633 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risks identified: rmf 0003 rev 35 line 12.73.4 - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 35 line 12.75 - device explanted it was reported that the implant was loose and showed osteolysis on a CT scan. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant non-conformances associated with the lot. The device met the m6 product specification including the axial stiffness and flexural resistance specifications. Radiographic images were reviewed. 12 CT images show replacement a c5/6 and fusion at what appears to be c7/t1 level, but the fusion is difficult to see. Large cystic lesion in the c5 vertebral body adjacent to inferior endplate. Also, radiolucent lines along both endplates suggesting possible loosening of the implant. Implant appears slightly undersized. CT images are of low quality. Microbiology/pathology reports and results were not provided. The device was not returned and therefore examination of the explant could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience.

Event description:
Information provided states patient had m6-c implanted at c5/6 on (B)(6) 2021. The implant was loose and showed osteolysis on a CT scan. The m6-c was explanted due to patient experiencing clinical symptoms.